Event description:
It was reported by the patient that the patient experienced an "arrhythmia event" and the implantable cardioverter defibrillator (ICD) did not deliver therapy. The patient has had two episodes of atrial fibrillation one that occurred prior to device implant and one that occurred post device implant. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.